Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, that the insulin pump was not delivering insulin. The customer¿s blood glucose level was 274 mg/dl at the time of the incident. Customer noted the no delivery alarm occurred 6 times while he was trying to bolus and change the delivery set. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, corroded battery tube, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.